Event description:
Customer reportedly obtained results of 52 mg/dl and 113 mg/dl within 10 minutes on the same device. Customer reportedly had hypoglycemic symptoms and ate candy to feel better. No adverse event reported and no treatment received. No strip information provided and no quality controls were used. Requested return of suspect device and replacement was sent.